Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received stuck button alarm. The customer¿s blood glucose was unknown. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to moisture damage on the electronic assembly. Device passed the self test and the displacement test. Moisture damage was also found on the motor and force sensor during visual inspection.